Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the implantable pulse generator (ipg) reached elective replacement indicator (eri) and there was premature battery depletion. The device will be explanted and replaced. No patient complications have been reported as a result of this event.